Event description:
Litigation alleges pain, weakness, swelling, stiffness, and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. UDI: (B)(4).

Event description:
Update 2/1/1206 medical records received. Medical records reviewed for MDR reportability. Medical records contained primary and revision surgical operative notes but no component stickers or list. Primary surgery noted a summit stem implanted and an unknown summit stem will be reported for the allegation of elevated metal ion levels without lab results. The revision surgical note reported patient revised for pain and surgeon had trouble with acetabular explant using a competitor instrument with excess bone removed with component and bone grafting completed. Comorbidities and expiration dates of known products updated. The complaint was updated on: feb 23, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Litigation alleges pain, weakness, swelling, stiffness, and elevated metal ion levels. Update - der rec'd. Updated dor, patient age, surgeon name, sales rep details. Updated cup and head. Added sleeve.